Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that there was no issue just the needed to be adjusted as issue had been resolved.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that there was no issue just the needed to be adjusted as issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient wasn't emptying their bladder the way they normally did and also noticed they stopped feeling stimulation. They previously felt it all the time so they increased stimulation and started to feel stimulation again, but they felt it more in their "left inner leg" than before. It was reviewed that the bicycle seat/pelvic floor area is the correct place to feel stimulation; the patient confirmed that stimulation is being felt within that area. The patient then asked if changing to a different program would be a way to get stimulation back to where it was. It was reviewed that the patient might feel stimulation in the previous spot after changing to a different program, but they would have to receive permission from their healthcare provider (hcp). It was further reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. The patient was further encouraged to complete a voiding diary to track progression/therapeutic response and they should contact their hcp if the problem doesn't resolve. At that point, the hcp might recommend a different program. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they felt the stimulation near to left leg instead of near vagina. They were to told to change settings for to resolve stimulation output issue as the issue had been resolved.